Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the silicone jacket of the patient¿s driveline could not be confirmed as no photographs were submitted for review and no product was returned for evaluation. The account reported that the driveline had a small tear in the silicone, and rescue tape was applied. The patient had a replace system controller event in their log file (refer to system controller investigation). Power cable fault events without an associated power cable disconnect event were intermittently recorded throughout the log file (refer to system controller investigation). No other notable events or alarms were captured. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some degradation on their driveline with a small white tear on the white silicone, so recue tape was applied on about 5-6 inches of the driveline. Technical services reviewed the log file and there was no evidence of any type of driveline conductor issue. Technical services therefore confirmed that the damage to the driveline was cosmetic only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.